Event description:
The following additional information was obtained from the patient's peritoneal dialysis (pd) nurse on (B)(6) 2010: the patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized and there was no exit site or tunnel infection involved with the peritonitis. The patient?s pd effluent was analyzed (sampling taken on (B)(6) 2010). The cell count showed 35 white blood cells, 3% neutrophils, 24% lymphocytes, and 72% monocytes. The gram stain showed no organism and the blood culture showed staphylococcus as the causative organism. The nurse indicated the patient recovered from this peritonitis episode. No further information is available.

Event description:
Home patient's (hp) father contacted corporate product surveillance via center for service representative (csr) to report, that the transfer set adapter disconnected from the catheter on his daughter last night (B)(6) during a manual exchange, fluid was running everywhere. Hp's father immediately clamped the line and taped the catheter to keep it sterile. On (B)(6) he took his daughter back to the center and they exchanged to a titanium adapter. Hp was treated with antibiotic vancomycin which he was told is standard procedure. Product surveillance contacted the patient's nurse (B)(6) 2010. According to the nurse the patient's transfer set fell off in (B)(6), and she received a new one, and then the new one fell again in (B)(6). The nurse is not sure what could have caused the separation, however, they think it is due to human wear and tear. The patient developed peritonitis on friday (B)(6), 2010 due to the transfer set falling off this time (in (B)(6)). The patient is taking antibiotics intra-peritoneally. The nurse stated that the patient's transfer set is still intact. They do not have samples of the transfer they have been discarded. This MDR is for the (B)(6) peritonitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was performed for involved lot (h10c31049), with no issues noted during the manufacturing process. Baxter has received similar reports. Baxter will continue to monitor similar reports to determine if further actions are required.